Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially delivered an electric shock that accelerated the rhythm of a ventricular episode. Technical services (ts) reviewed the deiced a data and referred the patient to an in-clinic evaluation. No additional adverse patient effects were reported. This crt-d remains in service.